Manufacturer narrative:
(B)(4). D1: hexhead screwdriver large for use with 4.5 mm and 6.5 mm screws. G2: foreign- japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the screwdriver broke off during use. This caused a delay of thirty minutes. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed. Visual examination of the provided pictures/returned product identified the tip of the device has fractured. The driver returned shows signs of use with some discoloration on the shaft of the driver. The distal end of the driver tip is also rounded and worn. Optical view of the screwdriver fracture surface identified the fracture consisted of angular and flat fracture regions, indicating possible bending loading conditions prior to the fracture. Eds semi-quantitative elemental analysis conducted on the hex head screwdriver fracture surface showed that the composition to be consistent with 440 stainless steel grade. Manufacturing records not reviewed as the reported harm severity is 2. Additionally, the device shows wear and tear consistent with repeated use, and fracture analysis did not identify any issues with the material. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.